Manufacturer narrative:
'The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel..

Event description:
The customer contact reported that during the initial installation of the device at the user facility, channel c of the device did not sound audible alarm tones during an alarm condition. Though requested, no additional information was provided.